Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluated by olympus and the customer's allegation was confirmed. The foreign material could not be removed. Therefore, the foreign material could not be identified. The customer allegation of "cleaning brush could not be inserted" was not confirmed. The investigation is on-going and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the suction channel of the colonovideoscope was clogged and the cleaning brush could not be inserted. The issue was identified at the end of an endoscopy procedure. The procedure was completed with the same device without any delay. The device was returned, and an inspection revealed foreign material that clogged the suction cylinder. There were no reports of patient injury associated with this event.